Event description:
During a total laparoscopic hysterectomy, the jaws of the ligasure would not open. The instrument was used during the case and then it stopped working. The instrument was replaced by another of the same with the same lot number and with no issues.